Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was admitted in accidents and emergencies department due to diabetic ketoacidosis and high blood glucose on (B)(6) 2020 with blood glucose level of 28.6 mmol/l. Customer alleging that the insulin pump was under delivering; however they performed self test and displacement test and both were successfully passed. Customer experienced symptoms such as nausea, difficulty breathing and patient felt down. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode of insulin pump was active. Customer also stated that the insulin pump had insulin pump error alarm. Customer declined for further troubleshooting. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's instructions. The insulin pump will not be returned for analysis.